Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
End user family member called advised the end user uses the unit and when turned on today noticed was not blowing anything out. They advised sounds like something is coming out but it is not.